Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 10mm wolverine coronary cutting balloon was selected for use. During the procedure, wolverine cutting balloon was unable to cross through under expanded previous drug-eluting stent. The 2.50 x 10mm wolverine cutting balloon was inflated at 6 atmospheres at in-stent restenosis segment proximal to under expanded edge but balloon burst. The balloon was successfully removed from the patient's body. The procedure was completed using alternate device. There were no complications, and patient fully recovered.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 10 mm wolverine coronary cutting balloon was selected for use. During the procedure, wolverine cutting balloon was unable to cross through under expanded previous drug-eluting stent. The 2.50 x 10 mm wolverine cutting balloon was inflated at 6 atmospheres at in-stent restenosis segment proximal to under expanded edge but balloon burst. The balloon was successfully removed from the patient's body. The procedure was completed using alternate device. There were no complications, and patient fully recovered.